Event description:
It was reported that the surgeon explanted this graft on 11/18/97, due to what was thought to be an infection. The graft was originally implanted on 6/29/97 (approx five months prior).